Event description:
Patient had bardport implanted (B) (6) 2010, patient had venogram and removal of cath (B) (6) 2010. Patient had CT of chest (B) (6) 2010. Radiologist discovered piece of catheter remaining in patient.